Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support in resetting the pump, and it was confirmed that the same malfunction code did not recur after the reset. Technical support advised the customer to continue using the pump and to contact them again if any issues reoccurred. No additional information was received regarding the outcome of the event.